Event description:
I am looking at purchasing an ambulatory blood pressure machine. In view of limited budgets and personal resources, I used internet to shop for 24 hr ambulatory bp machine. I purchased an ambulatory bp machine from canamet company a canadian company who indicated that this equipment was cleared by FDA for marketing in the USA. This is called piezometer mk1. It cost 1300 usd. I purchased this from the company agent in my state and used the machine first on myself and then with pt. The extreme erratic behavior and false bp reading and false reading of this machine was evident when I used this machine on one of my pts. Since this was a new machine I started checking the manual bp which was totally in discordance with the actual bp noted by me with a mercury manometer using korotkff sounds. Then I used the omron bp machine with oscillometric method which gave reasonable readings. The reading on the pt by mk1 was 150 to 110 systolic over a 5 minute range. Mercury manometer reading was about 178 to 180 mm hg. Omron bp was 170/96/100/70. I then called the sales rep who sold this machine to me. He promptly came and I checked his bp in my office and it was 20/25 with a rate of about 200. I am told this machine has been approved by FDA for marketing in USA. I point out the following problems and wish to know the FDA tested this machine and what your findings are since this machine will pose a grave risk to the mgmt of sick pts with unreliable bp and pulse rate reading. A graver risk may occur in our troops who I am told may be using this machine. The machine does not give error readings. It reads bp no matter what the artifacts may be. The pulse rate reading in my experience was unreliable. A response will be appreciated.